Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was for probably a year to a year and a half ago the ins had not been working and the pt wanted the ins taken out. The patient was redirected to their healthcare provider to further address the issue. During call pt said they don't know if they have contact information for a physician. During call ps asked pt if they were receiving any error messages or if the stimulation was not working in attempt to resolve the issue but pt said they wanted the ins taken out. Ps emailed pt physician listings. No patient symptoms were reported. Additional information was received from the patient's friend or family member and it was reported that they no longer need the replacement controller as the pt will be having the implant taken out. Asked for more info and the caller just said "it wasn't doing her no good" and confirmed its been this way since the implant.